Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was inserted. On an unspecified date the consumer experienced abdomen pain, increase or heavy blood loss during menstruation / heavy blood loss, lower back pain, groin pain, arthralgia, tiredness, mood swings, and cyst. Consumer had relation and/or family problems and problems with movements. Essure control position was done (no details reported). On laparoscopy performed nothing was found. On (B)(6) 2016 consumer had essure devices and two fallopian tubes removed. Novasure was conducted. Consumer is recovering. Company causality comment:this spontaneous case report refers to an a adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain and essure was removed, serious event and listed in essure's reference safety information. Abdominal, pelvic and back pain may occur during essure's use. In this present case consumer presented abdominal pain after insertion, a laparoscopy was performed however nothing was found. Device was removed via bilateral salpingectomy, around 3 years after placement. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Quality safety evaluation received on 21-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an a adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain and essure was removed, serious event and listed in essure's reference safety information. Abdominal, pelvic and back pain may occur during essure's use. In this present case consumer presented abdominal pain after insertion, a laparoscopy was performed however nothing was found. Device was removed via bilateral salpingectomy, around 3 years after placement. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.